Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. No device errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs could not confirm the reported event of failed o2 sensor test but an alarm for o2 sensor failure on the reported event date. Alarms for high and low o2 concentration were also generated on the reported event date. The logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior start of ventilation. Since no device errors could be detected, the root cause of the reported event and alarms has not been determined.

Event description:
It was reported that the ventilator failed o2 sensor test during pre-use check. There was no patient involvement. Manufacturer¿s ref #: (B)(4).